Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value is unknown. The alarm history showed three motor error alarms in the last 6 weeks. It was reported that the customer also received no delivery alarms and was hospitalized with high blood glucose on (B)(6) 2015. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. No motor error alarm noted and the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end caps ticker.